Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22069601; medical device expiration date: 29-jun-2025; device manufacture date: 28-jun-2022; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown.

Event description:
It was reported that 2 bd alaris smartsite gravity set detaches and leaks. The following information was provided by the initial reporter: gravity set tubing pops off and is not secure. Tubing detaches and leaks.

Manufacturer narrative:
H6: investigation summary a sample was received and tested by our quality engineering team. The set immediately exhibited clear separation of drip chamber from the rest of the set. The manufacture was notified of this issue and the tubing was analyzed under high power microscope to determine the root cause- lack of solvent at the tubing to drip chamber portion applied during the assembly of the set. A trend for the separation issue has been identified for this product line. A device history record review for model 47177e lot number 22069601 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that 2 bd alaris smartsite gravity set detaches and leaks. The following information was provided by the initial reporter: gravity set tubing pops off and is not secure. Tubing detaches and leaks.